Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is complete a f/u report will be sent to the FDA by 04/03/2011.

Event description:
The system turned off 4 times. Intermittent failure.